Event description:
It was reported that the patient had no hearing perception and that the device was explanted. No further information is available to this date.

Manufacturer narrative:
The device had been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a fellow up report.